Event description:
In this event a dentist reported that after using thermafil plus and ribbon sealer to perform a root canal on a patient, the root canal failed and the patient was referred to an endodontist for further treatment. The endodontist told the patient that the root canal failed because the dentist had used "questionable materials."

Manufacturer narrative:
Further information has been requested; however, as of this MDR evaluation has not been received. Because there is an indication the medical intervention was required in this event, it is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.